Manufacturer narrative:
The following fields were updated due to additional information: d.2.b medical device type: jka. D.2.a common device name: tubes, vials, systems, serum separators, blood collection. Investigation summary: bd received 2 photos and 1 video for investigation. The photos and video show individual blister packs with warped/damaged packaging and an open seal. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: open package/seal. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported before using the bd vacutainer® ultratouch¿ push button blood collection set with pah 120 devices were delivered with blister packs unsealed rendering them non-sterile. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported before using the bd vacutainer® ultratouch¿ push button blood collection set with pah 120 devices were delivered with blister packs unsealed rendering them non-sterile. No adverse impact was reported regarding the patient or user.